Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device stopped working and the blade stopped rotating. It was unknown how the procedure was completed. There were no adverse patient consequences.